Event description:
The manufacturer received information alleging a ventilator's display was broken. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's lcd needs replaced to address the issue. There was evidence of physical damage. An issue related to the device's keypad was observed. The device's front panel board needs replaced to address the issue. There was evidence of tampering to the device.